Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open red sores under and on left breast area, with the garment digging in. There was no alleged device malfunction contributing to the wounds. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the wounds. Outcome of the wounds is unknown as follow up attempts were unsuccessful.